Manufacturer narrative:
Investigation: visual inspection: scratches and a deformation of the outer housing of the progav valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,068 mm the housing membrane is clearly outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that the valve is permeable. During the test some particles were flushed out. Adjustment test: the progav was tested and is not adjustable. Brake force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerance in horizontal position. Internal inspection : after dismantling of the valve, deposits were found in progav. Result : based on our investigation results, we can determine a deformation of the housing surface and a non-adjustability at the valve at the time of our investigation. The deformation of the housing surface can be named as the cause for the malfunction of the adjustability. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav (part # fv424t) was implanted during a procedure performed in 2007. According to the complainant, the shunt system was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 180 centimeters (cm). Weight: (B)(6). Gender: male.